Manufacturer narrative:
(B)(4).

Event description:
It was reported that "pinch clamps would not hold guidewire. Guidewire was able to slide through pinch clamps on two agba piccs. Piccs were successfully inserted and remained in patient, therefore not returned for inspection." Additional information reports "both pinch clamps failed to hold the guidewire." The issue was resolved by holding the guidewire. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers included: 9680794-2024-01088.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer reported that "pinch clamps would not hold guidewire". The pinch clamps aren't intended to pinch to the guidewire. The pinch clamps are a part of the catheter assembly and functionally intended to occlude the catheter extension lines. The IFU additionally warns the user, "do not clamp extension line when placement wire/stiffening stylet is in catheter to reduce risk of placement wire/stiffening stylet kinking." The IFU separately addresses appropriate guide wire handling technique during the procedure, which states to "maintain firm grip on guidewire at all times. Keep sufficient guidewire length exposed for handling purposes." The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. A finding was identified; however, without the sample returned for analysis it could not be determined if the finding was relevant to the reported event. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "pinch clamps would not hold guidewire. Guidewire was able to slide through pinch clamps on two agba piccs. Piccs were successfully inserted and remained in patient, therefore not returned for inspection." Additional information reports "both pinch clamps failed to hold the guidewire." The issue was resolved by holding the guidewire. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers included: 9680794-2024-01088 and 9680794-2024-01089.